Event description:
Customer reported problems with the hard drive and memory board, system has sluggish performance. No pt injury was reported.

Manufacturer narrative:
A ge rep has not yet evaluated the system. This MDR is related to ge healthcare.